Manufacturer narrative:
(B)(4). A2: patient age ¿ mid 40s. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the tip of the hex driver broke off in the trial cone body. There was about a 10-minute delay to dislodge. A different type of hex driver was used to complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. Visual examination of the returned product identified the hex tip of the driver is fractured at the base of the hex. There are scratches around the tapered shaft and spotting/discoloration on the handle. No other damage was noted review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint is confirmed with returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.